Event description:
It was reported that the zimmer skin graft mesher gears were damaged and need to be replaced. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/23/2010 and was last repaired on (B)(4) 2013 for damaged gears. Evaluation of the device observed wear to the roller gear. It was also observed that the comb was dented, side plate gouged and that the ratchet gear did not function smoothly. Prior to repair, a test mesh passed, but the device was outside calibration specifications on both sides. Customer returned two cutters for evaluation; 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both had worn gears. The gears and bushings were replaced on both cutters; however, both cutters failed cutter evaluation and were returned to the customer as non-repairable. During the previous repair, both cutters failed cutter evaluation and were returned to the customer as non-repairable. Improper handling and failure to replace the damaged cutters most likely caused the damage to the roller and cutter gears, as well as the damage to the comb. Additionally, improper handling most likely caused the damage to the ratchet gear, left side plate and bushings. The device was serviced and returned to the customer.